Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with battery cap contact missing. The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. The pump communicated with the transmitter/bg meter properly. No pump/transmitter/bg meter communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained/faded/peeling serial number label damage. Customer alleged no communication with pump to meter and transmitter were not confirmed. Cosmetic damage was confirmed located at the cracked case-corner of belt clip rails. Pump battery cap contact missing was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had damage to the pump and there was no communication between the pump and transmitter and meter. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the pump does show physical damage and the damage back of the pump from the bottom of the battery compartment of the pump. Advise the customer that serialized device needs to be replaced, the customer to discontinue pump use and revert to a backup plan as per hcp instructions and the pump will be returned for analysis.